Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred on the app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.